Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant the device, however, the setscrew was "rolled" and loose. A different device was used for implant. No patient complications have been reported as a result of this event.